Event description:
A healthcare facility in new york reported via a fisher & paykel healthcare (f&p) representative that the bc190-05 nasal tubing 50mm's blue hook line (glider) was broken during use on a patient. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Section h4: device manufacturing date: lot number was not received. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject bc190-05 nasal tubing 50mm was not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the information, photograph(s) and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph(s) of bc190-05 nasal tubing 50mm revealed that one of the hooks at the end of the glider was broken, confirming the reported fault. Conclusion: without the subject device returned for evaluation, we are unable to determine the exact cause of the reported fault. All flexitrunk infant nasal tubing's are visually inspected, and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions that accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in new york reported via a fisher & paykel healthcare (f&p) representative that the bc190-05 nasal tubing 50mm's blue hook line (glider) was broken during use on a patient. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). . Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, bc190-05 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject device confirmed that one of the glider hooks was broken from the glider end. Differential scanning .alorimetry (dsc) analysis was performed and revealed that there was lower molecular weight distribution in the returned component compared to older reference samples. Conclusion: our investigation was unable to determine the exact cause of the reported failure. All flexitrunk nasal tubing are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 flexitrunk infant nasal tubing system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 flexitrunk infant nasal tubing.

Event description:
A healthcare facility in new york reported via a fisher & paykel healthcare (f&p) representative that the bc190-05 nasal tubing 50mm's blue hook line (glider) was broken during use on a patient. There were no reported patient consequences.